Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head displayed an error message. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: small cut on cable and failed leak test. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device and for the noise showing on image due to faulty ccd. Also, for the puncture on the cable and failed leak test the cause was traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head displayed an error message. There were no reports of patient harm.